Event description:
It was reported that the patient with this pacemaker device was feeling dizzy at times. The device was not able to be interrogated. Technical services (ts) stated that the patient felt dizziness sometimes, however the apple watched showed the heart rate to be at 60bom all the time. Ts have asked the boston scientific representative to check the surface and magnet rate and provided troubleshooting steps. This device remains in service. No adverse patient effects were reported.